Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) was 300 mg/dl and a bolus was delivered. Cause was not known. System check with tandem technical support was performed and pump data was reviewed; no device issues were identified. Customer reverted to insulin injections. Upon follow-up, customer reported that 120 units of insulin were removed from the cartridge; however, insulin gauge read 5 units. Customer alleged insulin was not being delivered.